Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced low blood glucose (bg) level 50 mg/dl, cause was unknown. The customer consumed carbohydrates to address low bg level. The customer reverted to an alternate method of insulin therapy.